Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
Keypad button presses do not activate intended pump response. A family member reported that the keypad buttons have been slow to respond, and the button symbols have become worn over the past several months. She denied physical damage to the rubber keypad; denied that the pump has been exposed to water or cleaning products; and stated that the pt wears the pump in his pocket.